Manufacturer narrative:
Received one 60-5274-032 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the electrode tip detached from the shaft. There is evidence of soldering present on the electrode. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 23 reports, regarding 23 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. Examine this device prior to use for damage. Do not use if damage is found. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-5274-032, laparoscopic electrode with eschar-resistant coating device was being used during a uterine adnexal tumor removal procedure on (B)(6) 2024, and ¿the electrode was detached from the cannula.¿. Follow-up assessment found a fragment fell into the patient and was retrieved with forceps. The surgery was completed as normal with an alternate same device and no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-5274-032, laparoscopic electrode with eschar-resistant coating device was being used during a uterine adnexal tumor removal procedure on (B)(6) 2024, and ¿the electrode was detached from the cannula.¿. Follow-up assessment found a fragment fell into the patient and was retrieved with forceps. The surgery was completed as normal with an alternate same device and no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.